Event description:
The customer expressed satisfaction with the control iq feature, noting it helped manage blood sugar levels. There was no adverse impact to the blood glucose level reported. Customer mentioned frequent notifications to resume insulin during pump charging or while showering, which were considered bothersome. No follow-up was requested by the customer, and technical support recorded alarm 23 ¿ resume insulin to address the indicated concern despite a lack of further clarification from the reporting customer.